Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer passed away in a hospital on (B)(6)2013. The cause of death was heart attack. The caller stated that the customer was swimming, had low blood glucose, struggled to get out of the water, swallowed too much water and had a heart attack. The customer became brain dead after this incident. The caller did not know the blood glucose reading. The customer was hospitalized around (B)(6)2013. The caller stated that the customer was not wearing the insulin pump when he was in the water. The caller was unsure if the customer was wearing the insulin pump at the time of death. The caller did not know the customer's blood glucose at the time of passing. The customer used sensors. However, the caller was unsure if a sensor was worn at the time of passing. The caller has been using the customer's insulin pump since the customer's passing. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump did not have a battery installed when received. The insulin pump passed functional testing, including displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. However, the insulin pump was received with minor scratched display window, scratched case, broken battery tube threads, cracked reservoir tube lip and missing the end cap sticker. The insulin pump download history file shows data from (B)(6) 2015; there was no data listed for (B)(6) 2013.